Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a falsely decreased tsh result on the alinity I analyzer on (B)(6), 2019. Sample ID (B)(6) generated an initial result of 3.729 miu/l, tsh testing on (B)(6) 2019 on another alinity generated a result of 13.01 miu/l. The patient was redrawn generating tsh results of 4.035, 3.88, 3.84, 4.03 miu/l. The sample from (B)(6) 2019 was retested and generated a result of 13.63miu/l. No reported impact to patient management.